Event description:
The following info was reported: balloon loss of pressure at the arteriotomy (2nd stop) resulting in manual compression of 20 minutes. The pt was not hospitalized. Procedure: peripheral. Stick location: right common femoral artery. Vessel size: 5-7mm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.